Event description:
The reporter stated the surgeon inserted a +23.0 diopter cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury. The reporter stated the lens felt stiff in the cartridge and the cause of the torn lens was due to the cartridge. Another same model lens was implanted. The pt's current prognosis is good.